Event description:
It was reported that the remote monitor was too hot to touch. The caller was advised to unplug the remote monitor. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.